Event description:
It was reported that the customer was hospitalized due to a high blood glucose level of 600 mg/dl, with nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals also matched with the bolus delivery totals. The insulin pump passed the prime test. Further troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.